Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, fluid was unable to be sent through the delivery catheter. The physician removed the catheter and attempted the same procedure, however fluid transport could not be performed. The catheter was removed and replaced with a new catheter successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter shaft was bent. Visual summary analysis of the lead indicated damage at implant.